Event description:
Per medwatch received: "pt went to bathroom at home, realized tubing had broken. Her shirt was wet with chemo. Then she called the after-hours nurse line and came to the 24 hr clinic. Showered, assessed by provider, skin around port red."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.